Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received inappropriate therapies due to suspected lead damage. High capture threshold, low sensing and decrease in impedance were observed. The lead was capped.